Event description:
It was reported that in a literature article discussing covid-19, it was mentioned that there were six patients that were reported to have had their implantable cardioverter defibrillators (ICD) deliver an inappropriate shock. All evidence indicates the icds remain implanted and in service. No adverse patient effects were reported.